Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Tip of the syringe seems to be contaminated. Before use: within the batch of 50ml syringes ll, we have received several syringes where the tip appears to be contaminated. I do not have an account number handy, so I cannot fill in the official complaint form. Lot: 2406009. Exp: 31-05-2029.

Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4). Follow up MDR for device evaluation: five samples were provided to our quality team for investigation. Through visual inspection, burnt material was observed within the luers. A device history review was performed for reported lot 2406009, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. A maintenance order was found which was performed the same day the reported lot was manufactured, to clean the injection points of the mold. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Retained samples of the same lot were used for additional evaluation. All products were inspected, no foreign material or burnt material was observed within any of the devices. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. Based on our quality team's investigation, it was determined this incident occurred during the molding process as a result of burnt material accumulating within the injection points and becoming injected into the syringe mold, as seen in the sample provided. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.